Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator at the grip tip. A broken piece, measuring approximately 6.48mm x 1.82mm, was returned with the instrument. The grip tip was observed to be still attached to the instrument through the conductor wire. The complaint regarding instrument broke during use was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, single-port fenestrated bipolar forceps (fbf) instrument was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient's anatomy. There was no injury no the patient.